Manufacturer narrative:
Hill-rom service technician inspected the bed and found that the cause of the side rail not latching was a bent slide bracket. The bracket was replaced and the bed functioned as expected. The most probable cause for the bent slide bracket is mechanical damage. No further action required. A search of the hill-rom maintenance records shows that the last preventive maintenance was august 2013.

Event description:
Hill-rom received a report from a hill-rom technician stating pt right head side rail stuck in down position. There was no pt/user injury reported. (B)(4).